Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - it was reported that approx. 19 months after the implantation battery depletion status was alerted via homemonitoring. The patient received several shocks before and was hospitalized for device replacement. Biotronik has no information about replacement procedure.